Manufacturer narrative:
(B)(4).

Event description:
The patient had undergone a catheter revision on (B)(6) 2011 because there was no flow from the catheter. The drug in the pump was baclofen, dose conc unknown. It was later reported that on (B)(6) 2011, the patient experienced decreased therapeutic benefit, felt symptoms of inability to sleep, anxiousness and tightness in muscles. On (B)(6) 2011, a side port aspiration was done that demonstrated good flow. Following this, baclofen dose was increased 20% to 290 mcg/day. As of (B)(6) 2011, the patient was doing well and was back to work.